Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error 63 due to a problem in hardware. (Pump error 63 appears only in the long trace file and not the device history file. The red notification light was flashing and the vibrator was vibrating throughout upload). Unable to perform functional test including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.